Manufacturer narrative:
The pipeline device will not be returned for evaluation as it remains implanted in the patient. Based on the provided information, there does not appear to have been any defect of the devices during use. The event cause could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2019-00742 2029214-2019-00743. If information is provided in the future, a supplemental report will be issued.

Event description:
Bender, m. T., zarrin, d. A., campos, j. K., lin, l., huang, j., caplan, j. M., coon, a. L. (2019). Tiny pipes: 67 cases of flow diversion for aneurysms in distal vessels measuring less than 2.0 mm. World neurosurgery, 127. Doi: 10.1016/j.wneu.2019.02.204. Medtronic literature review found reports of patient complications during or after pipeline placement. The purpose of this article was to review the results of pipeline treatment in the treatment of sub-2.0mm vessel aneurysms. The authors reviewed the results of 57 patients who underwent ped treatment. Of the 57 patients, 40 were female and the average age was 55.8 years. The article notes post-procedure stroke occurred resulting in permanent neurological deficit. Acute stent occlusion was observed intraprocedurally or within 24 hours: one stroke occurred while treating a previously ruptured recurrent morphologically irregular aca aneurysm with a minimum aca diameter of 1.2 mm. The stent was successfully placed but the patient awoke with lower extremity weakness. Digital subtraction angiography (dsa) showed stent thrombosis, which did not open with escalating abciximab or stentriever thrombectomy; salvage balloon angioplasty ruptured the vessel and led to the patient¿s death.